Manufacturer narrative:
H6: corrected the following: component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
H11. D10. Concomitants - product information: (B)(6) - 200-02-35 - three peg patella 35mm. 26386 - 203-96-01 - (11-2222) saw blade new stryk (.050). 05315 - 203-96-10 - (11-2325) stryker 2000 90x13mm .050 1.27mm. (B)(6) - 204-04-34 - trapezoid tibial tray sz 3f/4t. (B)(6) - 234-03-03 - optetrak asy,ps cemented femoral, sz 3. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak device on the right knee and then approximately 10 years, 2 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: pain, suffering, trouble walking/standing, need for additional surgery and therapies and any other harm and loss available under the law. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available. No device return anticipated due to this being a legal case. Ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results. No further information.